Event description:
During the procedure, the oxygenator failed to oxygenate the blood via poor gas exchange. The unit was changed out. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.